Manufacturer narrative:
The insulin pump was received with minor scratched lcd window. No cracks were noted at the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a crack on the screen of the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer stated that the pump was shipped that way. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.